Event description:
A distributor reported that the cushion pulled away from the mask frame of a quantity of 2 rt040s full face masks, even though they were glued. It was reported that one sample was older and in the sales representative's car, exposed to temperature changes. It was reported the other sample was a new sample. No pt consequence was reported.

Manufacturer narrative:
No lot info was provided for the second rt040s. An investigation is currently underway. We will provide a follow up report with the results of our investigation. A lot check revealed no other similar complaints for the provided lot number.